Manufacturer narrative:
Device not inspected as customer elected to perform their own repairs before evaluation could be performed

Event description:
It was reported that the power cord was broken (possible exposed bare wires). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.